Event description:
Critically ill patient receiving intravenous fluids via symbiq pump when IV pump failed. "Channel b" prompt, "service soon, delivery motor failure." Pump was immediately removed from service and another pump was available to promptly hook up to the patient. No adverse outcome to the patient. The symbiq pumps are leased from an outside agency and outside agency notified of equipment failure.